Event description:
It was reported in the journal of endourology that a retrospective study was conducted to evaluate the clinical outcomes of vacuum-assisted mini-endoscopic combined intrarenal surgery (vmecirs) for staghorn stones. A total of(B)(6) cases of patients treated with vmecirs were assessed. The following boston scientific products were used during the procedures: sensor wire. Regarding postoperative complications, 6 patients experienced postoperative fever for only 1 day and 12 patients for more than 2 days. One patient developed urosepsis and required management in the intensive care unit for three days.

Manufacturer narrative:
Block b3: exact date of the event is unknown. Approximated based on the month and year that the article was published. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6) hospital block g2: block g2: (B)(6) (2023). Impact of vacuum-assisted mini-endoscopic combined intrarenal surgery for staghorn stones: analysis of perioperative factors of postoperative fever and stone-free status. Journal of endourology, volume 37, number 4, 400 to 406. Https://doi.org/10.1089/end.2022.0579 block h6: patient code e0306 captures the reportable event of sepsis. Patient code e230101 captures the reportable event of fever. Impact code f0801 captures the reportable event of intensive care.